Event description:
The foreign dist ((B)(6)) reported that their customer reported a leakage issue with an mps disposable delivery set. The hosp allegedly observed blood leaking slowly from the joint between the additive cassette (green) and a heat exchanger during the use of mps sys. It was reported that the med staff tightened the connector again, however; the leak did not stop completely. Although the leak continued, the mps disposable was used until the procedure was completed. The device was returned ot the MFR for analysis. There were no pt complications reported as a result of the alleged event.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.